Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that surgeon did a revision of a right accolade tmzf stem and head and liner due to trunnion wear. The head disassociated from the neck which showed excessive wear. Cup remained implanted as it was well fixed.

Event description:
It was reported that surgeon did a revision of a right accolade tmzf stem and head and liner due to trunnion wear. The head disassociated from the neck which showed excessive wear. Cup remained implanted as it was well fixed.

Manufacturer narrative:
An event regarding disassociation of an accolade stem from a metal head was reported. Disassociation was confirmed following a clinician review. Method & results: -device evaluation and results: damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was also observed on the stem trunnion. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, stem base alloy and biological material. -medical records received and evaluation: the provided medical records were reviewed by a clinical consultant indicated: multiple intermediate and minor factors including minimal cup anteversion with medialized position, heterotopic ossifications, higher body weight and larger femoral head size have in concert contributed to an overload condition in the right hip arthroplasty with progressive corrosion in the modular head junction, loss of taper lock functionality and ultimately catastrophic trunnion failure requiring revision. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: disassociation of the head and stem was confirmed following a clinician review. Damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was also observed on the stem trunnion. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, stem base alloy and biological material. The provided medical records were reviewed by a clinical consultant indicated: multiple intermediate and minor factors including minimal cup anteversion with medialized position, heterotopic ossifications, higher body weight and larger femoral head size have in concert contributed to an overload condition in the right hip arthroplasty with progressive corrosion in the modular head junction, loss of taper lock functionality and ultimately catastrophic trunnion failure requiring revision. In addition to the investigation already undertaken, the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA pr. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.